Manufacturer narrative:
Related manufacturer report number (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired due to cardiac arrest. The patient had been suffering from stroke, chronic kidney failure, and sepsis. Computed tomography (CT) scan performed on (B)(6) 2020 showed subarachnoid/intraventricular hemorrhage, and electroencephalogram suggested diffusive encephalopathy. The patient had oliguria and high creatine levels, leading patient to be supported with continuous renal replacement therapy. The patient had a cardiac arrest on (B)(6) 2020 and could not be resuscitated. The pump was not explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported cardiac arrest and subsequent patient outcome could not be determined through this evaluation. For further information on events leading up to the patient's expiration, refer to manufacturer report number 2916596-2020-06134. On (B)(6) 2020, the account reported that the device was not explanted and will not be returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
CT scan on (B)(6) 2020, compared to previous CT study on (B)(6) 2020, showed that the infarcts had become more hypodense and there was a complete resolution of hemorrhagic densities in infarct. The patient was also on a ventilator.